Manufacturer narrative:
The probable cause of the issue was due to a faulty firefly fiber optic cable on the common compute controller (ccc) board on the robot

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the way things worked was we noticed the damage to the console, replaced a handful of parts, and from what I can remember the system still wasn't fixed afterwards as the robot wasn't connecting to the tower, which is why the fse made the note so people knew why we were there in the first place for the other two work orders, if that makes sense. We couldn't get connectivity and there was some debate on whether this was related to the tower ccc or the robot ccc, but the fse had a tower ccc in my car, so we decided to swap that to see if the error was resolved. This did not fix the error, so we had to have a ccc for the robot picked up and returned to hancock to be replaced. After that was replaced, the system booted up and was tested as expected, so I think it was just a very odd coincidence that the damage to the console wasn't causing connection issues, and that the robot ccc also needed to be repaired.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The reported failure was confirmed, but testing showed it could be replicated without involving the tower ccc. During the lighthouse review, logs revealed errors 31089, 170, and 307, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The tower ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected using local host:8050, and all values were within expectations. Ten power cycles were performed, and the ccc was left in the golden system to idle for 2 hours with no issues found. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported events. .